Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is under delivering insulin. No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
The returned device was lost in transit between the local affiliate and the manufacturer's investigation unit. Therefore, no investigation of the returned device is possible.